Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported expulsion (ccd) or device damaged by another device (dislodged). Additionally, a review of the complaint history identified no similar complaints reported from this lot. The provided imaging was reviewed by an abbott senior staff clinical r&d engineer. Based on available information, the reported device damaged by another device, expulsion, and foreign body in patient are related to procedural conditions (interaction during positioning of another clip). The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3 mixed tricuspid regurgitation (tr), rotated heart and prolapsed septal leaflet for a triclip procedure. During the procedure, imaging was difficult. A partial single leaflet device attachment (slda)of first triclip was observed at anterior septal commissure. Per the physician, slda was due to patient's pre-existing anatomy. During positioning of second triclip, it got stuck with chordae at posterior septal position next to first triclip. First attempt of retraction of second triclip was unsuccessful and so an attempt was made to grasp. Triclip 2 was grasping clip 1 along with the leaflets. Another attempt was made to retract triclip 2 and was successful but during this attempt triclip 1 was detached from both the leaflets. It was observed that one gripper of triclip 2 was unable to raise and clip coating was damaged. Snare was used to retract triclip 1 and was unsuccessful. Triclip 1 is currently in a small vessel in the groin area. Upon re-evaluation of the valve, a defect on the lateral leaflet was observed. Additionally two triclips were implanted. The tr was reduced to grade 1 post procedure. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3 mixed tricuspid regurgitation (tr), rotated heart and prolapsed septal leaflet for a triclip procedure. During the procedure, imaging was difficult. A partial single leaflet device attachment (slda)of first triclip was observed at anterior septal commissure. Per the physician, slda was due to patient's pre-existing anatomy. During positioning of second triclip, it got stuck with chordae at posterior septal position next to first triclip. First attempt of retraction of second triclip was unsuccessful and so an attempt was made to grasp. Triclip 2 was grasping clip 1 along with the leaflets. Another attempt was made to retract triclip 2 and was successful but during this attempt triclip 1 was detached from both the leaflets. It was observed that one gripper of triclip 2 was unable to raise and clip coating was damaged. Snare was used to retract triclip 1 and was unsuccessful. Triclip 1 is currently in a small vessel in the groin area. Upon re-evaluation of the valve, a defect on the lateral leaflet was observed. Additionally, two triclips were implanted. The tr was reduced to grade 1 post procedure. There was no clinically significant delay. No additional information was provided.